Event description:
It was reported that he patient called for assistance with his 700 lgx inflatable penile prosthesis. He was able to inflate the device but did not feel like he was getting a full deflation. He stated that the function of his device was inconsistent.. He was not sure if he had crushed the button too hard. Additionally, he felt like he might be experiencing some auto inflation

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device deflation issue and auto inflation issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of device deflation issue and auto inflation issue cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that he patient called for assistance with his 700 lgx inflatable penile prosthesis. He was able to inflate the device but did not feel like he was getting a full deflation. He stated that the function of his device was inconsistent.. He was not sure if he had crushed the button too hard. Additionally, he felt like he might be experiencing some auto inflation. The inflatable penile prosthesis pump component was replaced.